Event description:
The consumer reported three (3) false negative results with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received three negative results with binaxnow covid-19 ag self-test, and she tested positive at a doctor clinic. Per consumer, she had nausea, headache, congestion, and ear pain. Also, the consumer stated that she had been exposed to covid. This MFR. Report addresses test three (3) of three (3) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. Device discarded, single use.